Event description:
Provider states when the chair is going down an incline that if the seat is no slightly reclined that the chair will keep leaning forward to the point where the footrests touch the ground. End-user states they are not the original owner of the chair and that the chair is about five years old.